Event description:
Customer reported experiencing cartridge alarm 20 during pumping on the morning of august 26, 2025, and attempted to clear it by loading a new cartridge multiple times, each attempt resulting in the same alarm. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump and advised them to use multiple daily injections as a backup therapy. Customer was instructed on how to return the problematic pump and informed about the steps for using the replacement pump with updated software, which they acknowledged and understood.